Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised the hp to start over again using new supplies. During a follow up with the cg regarding the alarm, it was revealed that the issue was resolved; however, she did not know what might have caused the alarm for sure. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg verified that the hp did not receive any injury or medical intervention as a result of this incident. Per cg, the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No further information was provided.

Event description:
A patient experienced stent fraction and 14% occlusion of two cypher stents. This complaint is from the american heart journal (2010; 160:775.e1-775.e9) article entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation". This case is 22nd of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was in the left anterior descending (lad), but the details are not indicated. The lesion was not an in-stent restenosis, but it was a chronic total occlusion. The diameter of the vessel and the lesion length was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, two cypher bx stents (size and lot number unknown) were implanted. The total stented length was 47mm and the stent diameter was 3.0mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6 to 9 months after the implant.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. Per caregiver (cg), there were no loose connections, disconnections or defects on the supplies. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).